Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the pink slide is in the viewing window.

Event description:
It was reported while a patient had been wearing a pod between 1 and 4 hours they experienced some bleeding at the infusion site (arm). It was discovered upon removal of the pod from the infusion site the needle was showing, thus the needle had not retracted upon initial activation. As treatment, the patient applied a new pod and administered a bolus.

Manufacturer narrative:
Changed device serial number d4: from (B)(6) to (B)(6). Changed UDI unique identifier number d4 : from (B)(4) to (B)(4).

Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly deployed. The formed needle was found exposed at the distal tip of the soft cannula attributing to bleeding/bruising at the infusion site. Blood was confirmed on the device as a result of this needle exposure. The formed needle was not seated properly within the slide retract causing a failure of the needle mechanism to retract the formed needle. The distal tip of the soft cannula was also found damaged and torn, although, it cannot be determined when or how this damage occurred. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.